Event description:
Reported as "leak in port".

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided, the connector type is assumed to be a taper ii. Inamed will not receive the product. Therefore, no analysis or testing will been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."